Event description:
It was reported that a patient underwent an appendectomy on an unknown date and topical skin adhesive. Two days post-op, the patient experienced a rash and itching near the port site incisions where the adhesive was used. The patient was prescribed a medrol dose pack and benadryl topically and orally. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.